Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express esc and upper arrow button dome switch with crease. There was no unlocked lcd keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with normal operating currents and the device passed the self-test. The insulin pump passed the unexpected restart error test and off no power test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call keypad anomaly and high blood glucose levels. Customer's blood glucose reading was over 500 mg/dl. Customer treated their high blood glucose via manual injections and they were hospitalized. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive when pressed. Customer's device alarmed battery out limit alarm after the battery was removed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.